Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had non-capture. It was noted that all other measurements were within normal range. The ra lead was replaced. No patient complications have been reported as a result of this event.